Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The reason for the "system hot error" was that the vents were blocked. Blocked vents would have kept the heat from dissipating from the unit and not letting cool air into the unit to cool it. This unit is running normally and as designed.

Event description:
It was reported the patient experienced low oxygen saturation due to machine not outputting oxygen. Reportedly, the portable oxygen concentrator was overheated. However, it was unknown where the unit was stored. In turn, troubleshooting was conducted by the mother to no avail.